Manufacturer narrative:
The t:slim g4 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Reportedly, the customer attempted to reload the same cartridge and received another cartridge alarm 1. Subsequently. The customer remained attached to the infusion set site and intentionally delivered insulin via the fill tubing process. The customer experienced a low blood glucose (bg) level of 52 (mg/dl). Snacks were consumed to address bg level and the customer reported bg levels had risen to 73 (mg/dl). The customer declined to load a new cartridge onto the pump at the time of the report. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.